Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (dose ap proximately 2.6 mg/day; concentration unknown) and bupivacaine (dose unknown; concentration approximately 12.5 mg/ml) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that when the physician met with the patient he noted that the patient had a nickel sized opening of her skin over the pump. The physician stated that he could see the dacron pouch. The pump was interrogated on the date of the report so the physician could see the amount of drug in the pump and the catheter length. The physician decided that it was best to remove the entire system leaving a partial amount of the catheter in the spine and would hopefully re-implant in the future. The patient had been told there was no infection and the patient was healing. The pump was working fine. The patient denied any problems with the pump. With regards to any environmental, external, or patient factors that may have led or contribute to the issue, ¿not applicable¿ was noted. It was unknown if the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.